Manufacturer narrative:
Evaluation summary: the distal tip of the zinger guidewire is bent over and visible stuck inside the tip seal of the lead with none of the distal end of the wire exiting the tip of the lead. The wire cannot be removed from the lead without severely damaging the wire.

Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a zinger guide wire during a procedure to place an attain lead in an unknown vessel. There was little tortuosity and calcification. No damage was noted when the zinger was inspected prior to use. Resistance was felt while retracting the wire, and the wire got stuck in the lead. It was not possible to pull out the wire from the lead. The wire had been rinsed beforehand as recommended. The lead was replaced with another attain lead. No difficulties were noted when the wire and lead were being removed together from the patient. No damage was noted on the zinger wire or attain lead when they were removed from the patient. No patient symptoms or complications were associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.